Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch # a99141. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcs20 device was received with a clip present in the jaws and with no observable damage to the external components. Additionally, the opened packaging was returned along with the instrument. To replicate the reported incident, the device was cycled. During testing, the device fed and formed seventeen (17) malformed clips. To further evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembly, no anomalies or defects were identified. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. Device history review: a manufacturing record evaluation was performed for the finished device batch a99141 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2026 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a neck lymph node dissection, clips were placed on a blood vessel, but they immediately dislodged. A second clip applier was opened, but the clips also dislodged. There was no blood loss. A reusable clip applier from another supplier was then opened, after which the clips remained in place and the procedure could be continued. The procedure was delayed by 5 minutes and no patient consequences were reported. The postoperative course was uncomplicated.